Event description:
The reporter stated that during a surgical procedure using the hallu-lock system that is intended for fixation of fractures, osteotomies or arthrodesis of the first metatarsophalangeal joint, the screw head (surfix screw 3.0mm-product catalogue number is not confirmed to date) went through the oblong hole in the plate and did not fix the plate to the bone. The surgeon did not remove the screw but backed out the screw as close as possible to the surface of the bone. A second screw was then placed through the oblong hole. The second screw was too long because the first screw did not allow the plate to sit closely to the bone. Integra had requested add'l info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.